Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on (B)(6) 2025, the nursing team initiated intracranial pressure (icp) monitoring for a patient diagnosed with acute severe traumatic brain injury, utilizing an icp sensor (ID 826631) integrated with an icp monitoring device. On (B)(6) the nurse observed a loss of data transmission from the icp monitor. The monitoring device was promptly replaced; however, the issue persisted. The root cause suspected: a covert fracture of the icp sensor lead wire (confirmed during post-event analysis). After replacing the icp sensor with a new unit, stable icp monitoring was successfully restored. The monitor and cable used were icp express - monitor (ID 826635) and icp express - cables (ID 826636).

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The icp sensor (ID 826631) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, the possible root cause for the reported complaint could be due to improper use or excessive force on product; physical strength of materials unfit for intended use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.